Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services because of blood loss. Blood glucose reading was unknown at the time of incident. The customer stated that sensor bleed profusely. The sensor will not be returned for analysis.